Event description:
It was reported that the patient ipg had migrated making it difficult to charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg will not be returned per physician preference.